Event description:
It was reported that the patient is deceased. The patient's spouse called to patient services to report that the patient died from a "cardiac arrest." Further review of the manufacturer's database indicates the patient died approximately one year and one month post the implant of the pm.

Event description:
It was reported that the patient is deceased. The patient's spouse called to patient services to report that the patient died from a "cardiac arrest." Further review of the manufacturer's database indicates the patient died approximately one year and one month post the implant of the pm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. The cause of the patient's cardiac arrest was requested and will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. The cause of the patient's cardiac arrest was requested and will not be received. Additional information was received indicating the patient's cardiac arrest was due to an arrhythmia; the type of arrhythmia was not specified.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. The cause of the patient's cardiac arrest was requested and will not be received. Additional information was received indicating the patient's cardiac arrest was due to an arrhythmia; the type of arrhythmia was not specified. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors were stretched, and the inner tubing was kinked/buckled. The outer insulation had cosmetic depression. There was apparent explant damage.